Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in a fracture of radius repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. Ar-1250lt was used to prepare bone socket. The bone quality of patient was normal and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15318587 was received for evaluation. Visual evaluation revealed that the screw was broken in two places. Functional testing was not performed due to the device damage. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.